Event description:
Wearing a blue medical mask, forced to wear one, caused a serious cough which could only be controlled by taking steroid inhaler which also gives me side effects of a cough, headache, and nausea. It took a month to get rid of the bronchial cough caused by the mask due to inability to visit a doctor and trying several medications including albuterol, only the inhaler with a steroid was I able to get relief after three days which by then I had to stop taking the inhaler due to the side effects. Fortunately it did not come back until about a year later, I wore a mask to do a at-home project, and again got the same cough but less severe as I wore the mask a shorter amount of time. FDA safety report ID # (B)(4).